Event description:
It was reported that during a vaginal hysterectomy procedure, at the end of the case the surgeon noticed the jaws were not closing well. The I-blade was bent. The jaws would not close completely. The surgeon used 1-2 sutures to complete the case. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent the device was received with a piece of the I blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to open an close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.